Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not connecting to the station. The technical support specialist did re synchronization and now the users could login created with an error. The field service engineer (fse) reported that the customer had reached out previously regarding a pyxis station that had been disconnected for an extended period and required re synchronization, and that the technical support center had not yet completed the work. The fse attended the previous visit where the technical support center remotely initiated the re synchronization, which was confirmed in progress. The customer later reported an inability to log in with an error message. The fse arrived onsite, attempted login, and observed the same error. The fse updated the remote support service and biometric identifier equipment along with the software, disabled the firewall, and adjusted the speed duplex settings, but the issue persisted. The fse then reimaged the station and confirmed functionality by having the customer log in, pend, and load items successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the server was not connecting. The technical support specialist did re-synchronization and now the users could login created with an error. However, there were no delay or adverse events or injuries reported based on this event.